Event description:
Complainant alleged that during a routine shift check by a clinician, the device powers up to a green dot on the display. There was no pt involvement during the reported malfunction.